Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. Information contained in this report was previously submitted through asr on 28jan2017. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported pathology report events of ¿right breast capsule: fibrous-walled breast capsule with chronic inflammation and focal foreign body giant cell reaction." Patient representative reported mental anguish and fear of increased risk of alcl, removal of implants due to fear of alcl, chronic inflammation, total capsulectomy, firmness, grade iii capsular contracture, pain, and enlargement of lymph nodes. The event of significant scarring, disfigurement, tissue damage, reconstruction, rashes, itching, asymmetry, reactive fibrosis, depression, anxiety, aggravation of depression and anxiety, and other physical and emotional manifestations that are severe and ongoing are not device related. The device has been explanted.